Event description:
It was reported that the ventilator generated two technical errors, one indicating a +12 v power error and the second one indicating barometer error during start up. There was no pt involvement. (B)(4).

Manufacturer narrative:
The defective part has been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been completed. (B)(4).